Manufacturer narrative:
On 01/20/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast reconstruction procedure with mentor memorygel breast implant 375cc gel breast prostheses developed pain in both of her breasts. The pain started approximately three years ago and has increased since then. In addition, the patient reported that her mastectomy scar hurts and that the pain is sharp, and it feels like the muscle is torn. The patient is feeling severe discomfort and a burning sensation. Both of her nipples are tender and painful. When the patient shifts her body, she feels a pulling sensation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.